Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting out insulin during fill cannula and had received motor error alarm in alarm history. Customer stated they tried the old infusion set and confirmed that the drops were normal. The insulin pump did pass displacement test. Customer reinserted the new infusion set and again the insulin was squirting on the fill cannula process but insulin pump did not receive any motor error. Customer confirmed drive support cap was intact and there was no crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.